Event description:
It was reported that prior to implant, the battery voltage was 2.82 volts and no awareness of the device being cold. The device was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.